Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 142mg/dl. Customer confirmed pump display turned on when plugged into a power source. Upon startup, a malfunction alarm occurred. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, the shutdown issue was verified in the pump logs; however, no failure was identified.